Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had both an magnetic resonance imaging (MRI) and radiation therapy. Afterwards, the implantable pulse generator (ipg) was not collecting any data. It was noted that the device memory was affected by the radiation treatment that the patient received, but that the device was now functioning correctly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. If information is provided in the future, a supplemental report will be issued.